Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed.

Event description:
It was reported, that a cartridge did not fit onto the pump. Additionally, it was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. Customer's continuous glucose monitor read "high". However, specific bg value was not provided. Bg level was corrected with a bolus via the pump and a manual insulin injection. Troubleshooting with tandem technical support indicated, that pump battery was depleting normally, based on settings and customer usage. The customer continued to use the pump for insulin therapy.